Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. The syringe needle was reinserted resolving the issue. Additionally, it was reported that the customer did not entirely fill the infusion set tubing during the load fill tubing process resulting in air being delivered to the customer. Tandem technical support educated the customer on the proper load fill tubing process. Customer's blood glucose level was 162 mg/dl.